Event description:
During surgery, IV catheter became disconnected dumping fluid into patient bed causing patient to miss some medications. Doctor reported that he actually watched the sds (same day surgery) nurse start this IV. When he pulled the drape back, the IV was unhooked and had been running into her bed the whole case, along with some of her meds. Propofol drip was connected to the other port on the catheter. Luckily this was the case because if the propofol drip had become disconnected the patient could have woken up during surgery. No apparent injury to the patient was reported. This catheter has two removable ports that have a silicone insert that make it so the port seals after removing the tip of the tubing. When the tubing tip is inserted into the port the silicone insert kind of pushes it back out, so it does not take much to shake the tubing tip loose. If the removable port is first removed and the tubing tip is inserted into the catheter "y" the connection is quite secure. Of course then the clinician would have to attach a cap of some kind because the self-sealing aspect will be defeated. The IV tubing also has a collar that can be screwed down on the port to secure the tip in the port; however the port only has one screw thread to hook into the tubing collar. It is very easy to cross thread the collar. If the collar is cross threaded the connection will not hold and can also become disconnected quite easily.